Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR #9616680-2012-00983.

Event description:
It was reported that: pt is experiencing "clicking and popping" and pain in groin area. Pt is also experiencing additional pain on top of thighs. Pt is reporting difficulty lifting leg going upstairs for both hips. Pt is also experiencing difficulty standing to get out the care and has to pop his hips back into place. Pt is scheduled for revision surgery on (B)(6) 2012 for left hip. Right hip will be revised approximately 8 weeks after left hip. Additional info reported via sales rep: it was reported that, rejuvenate revision. Blood serum ion level was elevated.